Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. It was discovered that the power cord has a loose connection at the plug. The plug was replaced and the power cord repaired. All circuit boards were reseated and made secure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600emi locked up during a procedure and needed to be reinitialized. There was no adverse patient involvement reported. There was no patient information reported.